Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was generating various clinical alarms. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The customer stated that resetting the ventilators settings addressed the issue. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.